Event description:
The reporter did back to back (rapid succession) blood glucose tests, using different fingersticks. The reporter's results were 207, 147 and 145 mg/dl. The reporter did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the reporter confirmed the reported tests, and stated that the reporter fully inserts the strip without a problem. No harm was alleged.